Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient implanted with a deep brain stimulation (dbs) system experienced seizures. It is not known if the seizures are device or procedure related at this time.